Event description:
Reportable based on analysis completed on 19oct2011. It was reported that during a stenting treatment procedure, the device would not cross the lesion. The 75% stenosed target lesion was located in the severely calcified left circumflex (lcx) artery. The physician advanced the 3.0x38mm taxus liberte stent but was not able to cross the lesion. The procedure was completed with another 3.0x38mm taxus liberte stent. No patient complications were reported and patient status is stable. However; analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - there was contrast in the inflation lumen. The balloon was tightly folded and the stent was centered between the markerbands. The stent was damaged with the first two proximal rows of struts stretched and flared. There was tip damage. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).